Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). The patient stated that their implant had never worked, and they were completely dissatisfied. The caller stated that they got a really bad vibration through their legs and stomach all the time, and they wanted to know if there was anything that could be done about it. The caller added that they had never had any reprogramming done and had not seen the hcp since being implanted, and they did not even know which doctor to go to. The pt asked what they had to do to get the implant taken out. The patient was redirected to their healthcare provider to further address the issue.